Manufacturer narrative:
Occupation is non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they could not to get the black boxes to charge. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.